Event description:
It was reported that the pump exhibited a "cassette not attached properly, reattach cassette" alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
E1 phone number : (B)(6). B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump had a bubbled downstream occlusion sensor. Functional testing confirmed the reported issue. The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.